Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information reviewed, the reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the common femoral vein with a prostyle device using the pre-close technique prior to an interventional ablation procedure via a 7f sheath. Reportedly, 3 prostyles were pre-placed, however, 2 of those pre-placed without issue and one of the prostyles experienced a cuff miss [suture retrieval issue]. The sutures of one new prostyle device was successfully pre-placed and the procedure was completed using a 10f sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.